Event description:
Patient presented to the physician with an infection at the ipg pocket. Patient was admitted and placed on IV antibiotics. Physician then brought the patient into the or and removed the entire inspire system.